Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: evaluation revealed a dim display with the characters having a red hue. One battery compartment crack was found below bumper pad. All keypad button symbols were worn. The contrast, up and down buttons were intermittently unresponsive. The keypad was removed and contamination present under the contrast and up button contacts. There was no defect found within device. Returned battery cap used for investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a battery compartment crack, contamination under the buttons and a dim display. This report is made based on results of investigation completed on (B)(6) 2015.